Event description:
It has been reported to philips that x-rays stopped working during clinical use. The patient was transferred to different room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing cardiac arrhythmia planned /non-emergency treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-rays stopped working. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse found that certeray ips (isolated power supply) generator not powering up. The part analysis of the defective ips certeray was performed and it concluded defect in 24v power supply. To resolve the reported issue, the fse replaced ips power supply in generator e cabinet which resolve the issue completely. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.